Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that aperture 3 of the white blood cell bath was defective. The fse replaced the housing assembly, which repaired the high wbc backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer discovered that the coulter lh 780 hematology analyzer was generating high white blood cell (wbc) backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.